Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump's components and assisted in filling and loading a new cartridge, allowing the customer to complete the process and resume insulin delivery.